Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that items received were in a damaged/unusable condition. The customer has confirmed that there was no damage to outside packaging. Additional information was received from the customer and stated that the catheters were bent.

Manufacturer narrative:
The device history record (DHR) for lot 2412321164 was reviewed and no anomalies related to the reported issue were observed. A picture was received for evaluation and the reported condition was observed. Since the product was discarded and not returned for evaluation, a definitive root cause could not be determined. Based on this information, no corrective actions are warranted at this time. We will continue to track and trend through our monitoring programs and take actions as applicable.